Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One segment of a 3 fr s/l groshong catheter was returned for evaluation. An initial visual observation showed the segment returned was about 20 cm in length. The valve was not returned with the catheter. Use residues were found throughout the returned groshong catheter. A microscopic observation revealed a small split on the proximal end of the returned segment of the catheter. A second small hole was found at the 44 cm depth marker. Markings were found on the inside of the catheter near the two splits. Based on the observation of the splits, the complaint of a leaking catheter is confirmed. The splits had characteristics that align with damage caused by the stylet. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during placement of the 3f catheter, the customer found tiny sand holes at the distal end of the catheter, resulting in liquid leakage.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that during placement of the 3f catheter, the customer found tiny sand holes at the distal end of the catheter, resulting in liquid leakage.